Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to needle fracture in the body with unknown blood glucose and unknown date. Customer reports that they did receive medical treatment as a result of the needle fracturing while still in the body. Customer states time and date to be recorded after hospitalization. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found cannula retracted inside sensor base. Cannula found whole; no broken or missing parts. Unable to confirm customer received sensor in said condition due to customer returned opened or used. Inspected and found insertion needle (as it was received) bent inside hub assembly. Insertion needle is not broken, but it is bent at more than one section.